Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/24/2023, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak anchor was incorrectly assembled on the inserter shaft and was unable to go through the cannula. This was discovered upon opening the package during a procedure on (B)(6) 2023. Additional information requested.

Event description:
Additional information received on 9/8/2023: this was discovered during a shoulder arthroscopy procedure and it was completed with a product from a different manufacturer.

Manufacturer narrative:
The complaint alleges incorrect assembly, which was confirmed. The allegation that it happened upon opening the packaging cannot be verified because the provided photo shows the device out of the box. Upon evaluating the customer¿s picture, it was found that the device was outside the packaging, the anchor was on the notch, and the tail was not facing outwards. The most likely cause of the reported failure can be attributed to a manufacturing issue.